Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used for polypectomy procedure performed on (B)(6) 2025. During the procedure, they removed one polyp and then when moving onto the next polyp the loop struggled to cut through the polyp. They could not explain why loop would not cut through the polyp. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event.